Manufacturer narrative:
D10: concomitants: 300-30-06 - equinoxe preserve stem 6mm 5678706 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm 6063557 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm 4627826 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm 5535282 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm 5711783 320-35-01 - small glenoid plate 6001833 320-15-05 - eq rev locking screw 5905150 320-40-00 - 145-deg pe 40mm hum liner +0 a605672 320-20-00 - eq reverse torque defining screw kit a723785 320-10-00 - equinoxe reverse tray adapter plate tray +0 a810596 320-15-05 - eq rev locking screw a603317.

Event description:
It was reported that the patient underwent a revision of a right total shoulder replacement 4 years and 4 months post-op due to pain, poly wear, and infection with continued treatment with antibiotics for 6 months post-op (captured on a separate report). Subsequently, the patient underwent an aspiration of the shoulder approximately 10 months after the revision procedure for continued pain and fluid accumulation (captured on a separate report). Following the aspiration, continued pain was reported and an MRI was obtained which showed inflammation around the implant. Approximately 1 month later, the patient underwent a revision of the right total shoulder. Intraoperatively, serosanguineous fluid was noted and intraoperative cultures were all negative. Further, the surgical pathology report noted a soft tissue reaction to polyethylene particulate debris. The patient was implanted with a competitor system. The patient was followed by the pain management service post-operatively and was discharged home approximately 7 days later. The patient was noted to be doing well at his 1 week post-operative visit. Related cases: (rev 1) - MDR# 1038671-2025-00186. (Aspiration) MDR# 1038671-2025-00238.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not returned to exactech for evaluation and no images, radiographs, or clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Medwatch (B)(4). This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5 - user facility report reference moved to h10 for correction. G2 - report source.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h10.